Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to low blood glucose. The cause of death was low blood sugar which caused a heart attack. The caller stated that the customer had pneumonia, a gall bladder infection and diabetic keto acidosis a few months earlier that caused her to be hospitalized for high blood glucose. The customer¿s blood glucose was low at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the customer greater than 48 hours prior to passing, due to a glitch on the pump. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.